Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right v entricular lead integrity alert were met, there was oversensing due to non-physiologic signals/sensing integrity counter and that there was unexpected delivery of ventricular tachyarrhythmia therapy. Concomitant medical products: dtba2d4 device, implanted: (B)(6) 2017; 4076 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient received several inappropriate shocks and there was a high sensing integrity counter (sic) and oversensing of noise from the right ventricular (rv) lead, along with ventricular fibrillation (vf) episodes observed. It was noted there was a suspected connection issue between the rv lead and the cardiac resynchronization therapy defibrillator (crt-d), or a possible rv lead fracture. The rv lead was reprogrammed to tip-coil sensing, as noise was not observed in tip-coil polarity. The rv lead and crt-d remain in use. No further patient complications have been reported as a result of this event.